Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, unknown fmc cassette and the adverse event of peritonitis, which warranted antibiotic therapy. Per the patient¿s daughter, the event was unrelated to the use of any fresenius device or product, as the cause of the peritonitis was constipation due to the patient¿s non-compliance with her bowel regime. Approximately 29% of all pd patients suffer from constipation, usually due to multiple comorbid conditions. Based on the information available, the liberty select cycler and fmc cassette can be disassociated, as there is no allegation or objective evidence indicating a product deficiency or malfunction caused or contributed to the serious adverse event. Furthermore, the patient continues to utilize the same liberty select cycler without any reported issues or allegations of machine malfunction or deficiency. It is well established those individuals undergoing pd therapy are at high risk for infections of the peritoneum.

Event description:
It was reported that a peritoneal dialysis (pd) patient was diagnosed with peritonitis. Upon follow up with the patient¿s primary caretaker, it was reported that the patient¿s peritoneal effluent fluid cultures were collected on (B)(6) 2019 and returned positive for a gastrointestinal (gi) organism (genus and species unknown). The patient was treated as an outpatient and prescribed intraperitoneal (ip) vancomycin 1 gram daily, and oral levofloxacin daily (dosage unknown). The levofloxacin was discontinued shortly after starting (date unknown) and was replaced with ip tobramycin (dosage unknown) daily x 4 days. As of (B)(6) 2019, the patient will receive their last scheduled dose of vancomycin, and according to the caretaker, the patient¿s numbers have greatly improved (specifics not provided). The caretaker stated the cause of the peritonitis was due to constipation, as reported to her by the patient¿s peritoneal dialysis registered nurse (pdrn). The patient has been non-compliant with her prescribed bowel medication and has recently been reeducated by the nursing staff and the caretaker. The patient has recovered from the episode of constipation and is recovering from the peritonitis event. The patient continues to undergo continuous cyclic peritoneal dialysis (ccpd) via the same liberty select cycler without issue. The caretaker stated no fresenius product(s), device(s) or drugs are suspected of causing or contributing to the peritonitis. Additional information was requested, however, the caretaker refused to provide further details.